Event description:
I had textured silicone breast implants placed in 2014. My health steadily declined after that. I developed connective tissue disease, addison's disease, diabetes and whole body inflammation. I had to have brain surgery, cervical fusion surgery and colon surgery due to inflammation and connective tissue. I am in pain everyday and have to take opiates to make it through the day to go to work. I am on so many medications to keep me alive-I am only 50. I had the implants removed on (B)(6) 2022 and many of my weird physical symptoms resolved but I still have to take steroids to live and have horrible joint pain and fatigue. There is no diagnosis for breast implant illness sadly. FDA safety report ID# (B)(4).